Manufacturer narrative:
Product event summary: analysis confirmed the original customer comment that the screen was broken and unresponsive and the overlay/bezel assembly was therefore replaced. It was further noted that the stylus was missing so it was replaced and calibrated.

Event description:
It was reported that the programmer screen was broken and unresponsive. It was further requested that it receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.